Event description:
During this operation, the auto suture multifire endo gia 30 2.5 mm vascular stapler was opened and used by physician. While in use, the stapler head broke in what appeared to be two separate pieces. The pieces were retrieved by staff. The stapler along with the broken pieces were placed in a plastic bag, labeled and sent to safety office. At closing the x-ray technician was called and an x-ray was completed and verified as clear. Dates of use: 2009. Diagnosis: surgical procedure.